Event description:
The bar that attaches to the head board and foot board and to the motor to raise the head and foot of the pt breaks where it was welded to the motor support, creating danger to pts. Especially congestive heart failure pts can go into congestive heart failure crisis due to inability to raise head of bed. Rptr has sent 16 beds to the MFR so far. No pt injuries reported at this time.